Event description:
This x-ray system had blocked console commands. It was not possible to enter any keyboard commands. An examination was in progress with a pt lying on the bed.

Manufacturer narrative:
Eval method/results/conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4).